Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2023-05068. It was reported that the centrimag motor dropped to zero rpm and had a red alarm. The device was exchanged 15 minutes following the start of the alarms. At the time of the event, the patient's blood pressure dopped and their blood oxygen levels went down. These parameters normalized once the patient was on the backup equipment.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor speed dropping to 0 rpm on 28aug2023 was confirmed via the log file. The centrimag motor (serial #: (B)(6) was returned for analysis and a log file was downloaded from the returned and associated console for review with events spanning approximately 8 days (08aug2023, 23aug2023, 24aug2023 ¿ 26aug2023, 28aug2023, 30aug2023, 13sep2023 per time stamp). On 28aug2023, the console was operating at a speed of ~3700 rpm with a flow of ~3.7 lpm. At 18:53, a ¿flow below minimum: f3¿ alarm and a ¿motor disconnected: m2¿ alarm activated, and the flow dropped to a negative value and the motor speed dropped to 0 rpm. The motor speed and flow resumed within the same minute. The console was shutdown at 19:13. The centrimag motor was returned for analysis to the service depot and the reported event was unable to be reproduced. The motor was connected to the returned console and a mock loop and run for several days with no alarms or interruption of support. The motor cable was manipulated during testing and operated as intended. The motor was tested independently and operated as intended. The motor was functionally tested and passed all tests. Additional provided information communicated on 31aug2023 by (B)(6) stated that they switched to the backup system within 15 minutes of the event. There was no long-lasting harm. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6) and the motor was found to pass all manufacturing and quality assurance (qa) specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3, m2, f2, and f3 alarms. No further information was provided. The manufacturer is closing the file on this event.